Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and the outcome of the peritonitis were unknown. One day after onset, the patient was hospitalized for the event. On an unreported date in the same month as onset, the patient began treatment for the peritonitis with vancomycin, injection, 1 gram, every 5 days and meropenem, injection, 1 gram, once a day (routes were not specified). Two days after being admitted to the hospital, the patient was discharged. It was not reported if dianeal and extraneal therapies were ongoing. No additional information is available.